Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 25 mmol/l. The customer stated they had treated with a 8 unit bolus, but their blood glucose would not decline. Troubleshooting was able to deliver a 5 unit bolus and no alarms occurred. Customer was advised to change out their infusion set because of a possible site occlusion. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.